Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. While working on this issue with the axes controller platform (acp), the fse noticed an issue with the universal surgical manipulator (usm) and axes controller platform dual (acpd) and replaced all three components. The system tested and verified as ready for use. Isi did receive the acp to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. This acp unit was installed, successfully programmed, and tested on the printed circuit assembly (pca) golden system, ran 10 power cycles with no issue on startup and no errors or failures were triggered. This acp remains on the system for 2 hours idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. As a result of this test, and findings, fa concluded that no root cause could be attributed to the reported event with this acp unit. Isi did receive the acpd to perform fa. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The acpd was installed, programmed, and tested on the golden system. The unit went through 10 power cycles with no issue on startup and no errors or failures were triggered. This acpd unit remained on the system for 10 minutes idling in normal mode with no issue. As a result of this investigation, fa was unable to identify the root cause. The usm involved with this event has been received, but the fa testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the system was displaying an error that disabled the boom and cart drive, preventing the robot and boom movement. The user rebooted the system three times, and the error was cleared. The tse reviewed the logs and confirmed the occurrence of error 31199. The user stated the error had cleared and they were proceeding to dock. The user called back to report that they encountered a recurring non-recoverable error 40160. They were attempting to locate the instrument release kit, with the call ending while they were still trying to locate that kit. The user called again to report that they were in the process of swapping the patient side cart; tse asked about any visible damage near the boom and was told there appeared to be a gap in the cover. The user converted to another da vinci system to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that ports were placed prior to the event and all the instruments were successfully removed by using the instrument release kit. The user converted the procedure to a different system sk5984 due to repeated errors in order to continue and complete the procedure. There was no report of patient injury.